Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for a high blood glucose of 486 mg/dl. The patient was treated with insulin pump boluses and manual insulin injections. She stated that her belt clip had broken and the insulin pump would not hold onto her clothing. The insulin pump was not returned for analysis.